Event description:
The intra aortic balloon leaked. Blood was noted in the catheter tubing. (Event complications: none from the event - reported 6/3/98.) (Pt's current status: unk - reported 6/3/98.)

Manufacturer narrative:
Eval summary: eval: under water leak testing disclosed a leak in the catheter tubing. Under microscopy, a square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the catheter tubing probably caused by contact with a sharp edged object. The catheter tubing damage may have occurred prior to or during balloon insertion.